Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, poly liner disengaged from the dynasty biofoam cup. Wear of the liner. Once the surgeon removed the neck (with our specific instrument) he found bad loosening of the femoral part.